Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and blood/body fluid noted in the helix housing and in the neck region. Resistance testing and x-ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix extension issues observed prior to pocket closure. The lead was returned for analysis and it was determined that the ra lead was fractured. No adverse patient effects were reported.